Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was reopened under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse advised temporary removal of the device for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.